Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. There was no complaint reported on the catheter. It is unknown if the patient's previous surgeries were related to medtronic products. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was shortened during a shunt revision. Reportedly, the patient left the hospital with recovery and no complaints. It was also reported that the patient was mobilized in two days after shunt revision. According to the report, after the surgery, motor deficit was not seen and cranial nerves and cerebral tests were intact. Patient history: the patient has been operated 11 times with shunts since 2007. Reportedly, when the patient first went to the hospital, meningitis was diagnosed. The report stated that the patient had been complaining about headache, dizziness, blindness, difficulties in speaking and double vision. According to the report, after CT mr, shunt dysfunction was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.